Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The launcher guide catheter was removed from packaging per IFU with no issues noted. After catheter had been used, it was noticed that it was expired for 8 days. The event did not lead to or extend patient hospitalization. No injury reported. The hospital didn't keep the catheter.